Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ specialty use sterile hypodermic needle had foreign matter on the needle. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd precisionglide¿ specialty use sterile hypodermic needle had foreign matter on the needle. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one photo of an unshielded needle was attached for evaluation. A fiber is noted on the needle. The defect is confirmed as reported. The fiber could have come from a cleaning cloth, or the surrounding environment. No corrective actions are required at this time as the defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Two assembly batches were used in the production of this order. Assembly batch 6243597 had 171 visual inspections performed on 8,550 parts with zero defects noted. Daily cleaning was performed six times during the assembly of this batch. Assembly batch 6271680 had 245 visual inspections performed on 12,250 parts with one defect recorded for the low lube solids mentioned above. Daily cleaning was performed 30 times during the assembly of this batch. No quality notifications were written for this batch, nor for the associated assembly batch. The fiber could have come from a cleaning cloth, or the surrounding environment.